Event description:
The facility representative reported an pca ii pump that overinfused. The pump was set to infuse morphine at 2 mg basal and 2mg on demand, after 6 hours the pump "beaped" and was found to found to only have 5cc left. The pump was set up with "50mg and 50 cc of morphine, after 6 hrs there should have been a max of 24 mg used if pt used his demand every hour." There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The device is not available for evaluation. A follow up medwatch will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a pca ii pump with an "overinfused" issue was not confirmed and not reproduced during product evaluation. The assignable cause was not determined. As the problem was not confirmed nor duplicated there were no repairs made to fix the problem. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.